Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) portions of the lead were experiencing high impedances. It was determined that the set screws on the implantable cardioverter defibrillator (ICD) were loose. The pins were cleaned and re-inserted and the set screws tightened. The lead and device remain in use. No patient complications have been reported as a result of this event.